Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4) and is related to and occurred prior to (c&r#: 3003768277-12/28/2023-012-c)..

Event description:
It was reported to philips that main monitor of the system remains black. Monitor does not have a signal. The is connected to a loss of live image related to a azurion 7 b20. There was no reported patient or user harm.